Event description:
It was reported that the pump battery could not be charged on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the pump was able to successfully start charging. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.